Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID and that issue recurred even after pump reset. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.